Event description:
It was reported that the patient with this pacemaker had their information deleted. The device displayed a yellow doctor icon, indicative of communicator not connecting. The device remains in service. No adverse patient effects were reported.